Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 62 and blood glucose was 189 mg/dl and again when sensor glucose was 60 and blood glucose was 130. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller was advised to have customer call back to troubleshoot.